Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this, it exhibited low amplitude, high pacing thresholds and high impedance measurements. X-rays were performed which confirmed the lead dislodgement. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.